Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline did not open in the proximal portion and became stuck in the distal part of the phenom 27 microcatheter while resheathing. Both devices were removed and replaced. The physician had tried to release the load/slack in the system, but this did not resolve the issue. There was no damage to the catheter or pushwire. A continuous flush had been administered. The patient did not experience any injury, symptoms, extended hospitalization, or additional medical/surgical intervention. Angiographic results post procedure were said to be ok. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, amorphous aneurysm located in the left ica. The max diameter and neck diameter were 2mm. The patient's vessel tortuosity was moderate. The landing zone was 3mm distal and 4.75mm proximal. The access vessel was the femoral artery, which was said to be 8f in diameter. Dual antiplatelet treatment was administered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline had not been placed in a vessel bend when it failed to open. The resheathing wasn¿t possible.

Manufacturer narrative:
H3: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis. No damages or irregularities were found with the phenom-27 catheter hub. The micro catheter was found accordioned between ~5.1cm and ~1.2cm from the distal end. No damages or irregularities were found with the phenom-27 micro catheter tip and marker band. The pipeline flex w/ shield pusher was extending out the phenom-27 hub ~46.2cm. The distal pipeline flex w/ shield braid and tip coil were already partially deployed out the micro catheter tip. The phenom-27 micro catheter total length was measured to be ~157.9cm and the usable length was measured to be ~151.2cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The micro catheter was flushed, and water did not exit the distal end as it was found occluded. Severe resistance was encountered when the pipeline flex w/ shield was removed from the phenom-27. The pipeline pusher was damaged during the extraction process. Dried blood was found throughout the micro catheter and on the pusher. The hypotube was stretched with the ptfe shrink tubing remaining still intact. The stretching likely occurred during the extraction process. The distal delivery wire became separated from the hypotube proximal to the wire weld. After the dried blood was dissolved, no damages were found with the re-sheathing pad, pad restraint or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. The distal braid end was found tapered, damaged, and frayed. The proximal braid end was found fully opened, damaged, and frayed. The phenom-27 micro catheter inner diameter was measured to be ~0.027¿ on both ends, which is within specification (specification: 0.027¿ ± 0.001¿). An in-house 0.0260¿ mandrel was inserted into the phenom-27 micro catheter and resistance was encountered after ~5.0cm from the hub. Dried blood was found on the mandrel after it was retracted out of the hub. Based on the analysis findings, the customer report of ¿failure/incomplete open proximal (flex)¿ could not be confirmed, however, the distal braid was found tapered. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. Customer reported continuous flush was used, all devices were prepared per IFU, the pipeline was not placed within a vessel bend, and patient vessel tortuosity as moderate. The customer report of ¿catheter resistance¿ and ¿resistance during re-sheathing/failure to resheath¿ was confirmed as the returned pipeline flex w/ shield device was found stuck within the returned phenom-27 micro catheter; as well as resistance found during in-house mandrel resistance testing. The cause of the resistance was found to be the large amount of dried blood found within the micro catheter and on the pipeline pusher/braid. The micro catheter was found accordioned, likely caused by retracting the device against the reported resistance. The hypotube was found stretched, and the distal delivery wire was separated from the hypotube proximal to the wire weld. These damages likely occurred during analysis from retracting against severe resistance caused by the dried blood. It is not known the level of coagulation of the blood during the procedure. It is possible insufficient continuous flush was used during the procedure, causing the blood to backflow up the micro catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The aware date of supplemental 001 for manufacturer report # 2029214-2022-01470 should be 03-oct-2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.